Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2016 with the following findings: a review of the black box data showed unexplained reboots on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed in the battery compartment and on the underside of the returned battery cap. The returned battery cap had damaged threads; the battery cap contact dimensions measured within specifications. The battery cap was unable to fully tighten on to the pump. The pump was able to power on with the returned cap; the pump was then exercised for 24 hours with no power loss. The pump failed a leak test at the battery compartment crack. The pump cover was opened and no additional moisture was observed. The complaint was not duplicated during testing. Unrelated to the complaint, the pump case was cracked. Additionally, the audio bolus button cover was torn. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump was experiencing an intermittent power issue. Reportedly, there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.